Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting of a trocar was found dull during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. Twelve unopened trocar assemblies in small parts tray (smpt) in trays with other items were received for the report. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and all samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be visually and functionally conforming, therefore the product complaint as described by the customer was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All trocar knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).